Event description:
When rn withdrew bard accucath ace, 2.25in, peripheral intravenous catheter, the guidewire tip did not appear intact. X-ray and ultrasound confirmed two small pieces of guidewire were present in the soft tissue of the pt's right arm. Two general surgeons agreed the pieces were so small they did not pose any current or long term threat and should not be removed. The bard trainer was present with the rn during the insertion of the peripheral accucath ace, 2.25 inch intravascular catheter. When the needle and guidewire were withdrawn after the IV was placed, the nurse and bard trainer noted the tip of the guidewire did not appear to be intact. This was reported to the surgeon. X-rays confirmed two small pieces were present in soft tissue of the right arm. It was also confirmed via x-rays there were no foreign bodies in the vascular system. The pt remained stable. Consulted general surgeons felt the small pieces of guidewire posed no immediate or long term threat to the health or safety of the pt. The surgeons also felt the risk of attempting to remove the small pieces of guidewire tip was greater than any benefit of removing them. There was no adverse outcome to the pt. The incident was reported to the associate territory mgr, vascular access, (B)(4).